Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image/image noise issue could not be determined, however, the issue was likely due to water entering the scope connector during user handling, resulting in electronic component damage/failure. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- never connect or disconnect the water-resistant cap or the leakage tester¿s connector cap while immersed. Doing so could allow water to enter the endoscope, resulting in equipment damage¿. ¿- when connecting the leakage tester¿s connector cap to the water-resistant cap¿s venting connector, make sure that the inside of the leakage tester¿s connector cap and the outside of the water-resistant cap¿s venting connector are thoroughly dry. Water remaining on either component may penetrate the inside of the water-resistant cap and could cause endoscope malfunction¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus medical for evaluation. The testing of the device confirmed image interference. In addition, examination of the device showed the bending section cover's adhesive was split, the connecting tube was scratched, the control unit's up/down knob was broken, the connector had sustained chemical damage and there was corrosion at the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the evis exera ii bronchovideoscope was scheduled to be used but found to relay no image. The customer stated the device had just been returned from service. No patient injury reported.